Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2024. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2024. The allegation was not confirmed. However, an early sensor expiration was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.